Manufacturer narrative:
Failure analysis - the hermetic lumbar catheters (ins5010) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Device history record (DHR) could not be reviewed because the lot number for the device is unknown. As explained in the complaint, three (3) catheters were implanted to achieve proper csf flow. Therefore, at least two (2) attempts (different devices) encountered the same situation. There is no information regarding if product patency was verified prior to use. From the numbers provided (910121 and 821738c) to identify the other two (2) devices, it cannot be ascertained if these were ins5010 also. As per IFU information: ¿a 22g blunt needle is provided to flush the catheter to assess patency prior to placement.¿ also, IFU states that ¿the principal complications associated with csf drainage are catheter obstruction, infection, or intracranial hypotension/hypertension. Ventricular or lumbar catheters may be obstructed by particulate matter such as blood clots, fibrin, or brain fragments.¿ root cause - as per complaint information, the device is not available; therefore, the complaint cannot be confirmed and thus a root cause determination is not possible. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that hermetic lumbar catheter (ins5010) was implanted before surgery to avoid thoracic hemiplegia (after the surgery) in decreasing the compression by cerebrospinal fluid (csf). However, csf did not pass through the catheter. They tried to use a second catheter and it also did not function. The patient experienced headache. Finally, they used one unit with reference 821738c which functioned correctly. Both hermetic catheters were implanted without any issues (for the implantation), but drainage was impossible after. Additional information received indicates that there was also csf leakage and unspecified delay for patient treatment. However, it was also reported that the patient is fine.

Event description:
N/a.

Manufacturer narrative:
Hermetic lumbar catheter was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected field: d3 (incorrect manufacturer was reported in initial MDR).

Event description:
N/a.